Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trochanteric fixation nail (tfn) hardware removal due to breakage had occured in the area near the helical blade. The patient had the trochanteric fixation nail (tfn) implanted on (B)(6) 2013. The patient was irregular with follow up visits to the surgeon, potential non-compliant patient being transitioned to a total hip replacement. The patient returned to the surgeon in (B)(6) 2013 complaining of hip pain. The surgeon identified non-union and recommended a bone stimulator. The patient did not return for the implantation of the bone stimulator. The patient returned in (B)(6) 2014 with the broken trochanteric fixation nail (tfn). There was greater than a 30 minute surgical delay. Patient was converted to a depuy total hip and synthes ti trochanteric device. The outcome was successful. This is report 1 of 1 for (B)(4).